Event description:
Caller reported blood glucose results of 324 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient experienced a shocking/jolting sensation at the device site. There was no accident or incident related to this event. Impedance measurements were normal. She was at the clinic in good condition. Further information was requested.